Manufacturer narrative:
Product complaint # (B)(4), h6 component code: g07002 - device not returned, this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please provide more information about "damage to surrounding tissues"? What is the current condition of the damage tissue? Was there any medical or surgical intervention performed (re-operation; re-suturing; re-closure; drainage)? If so, please specify.* could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. -contacted with the sales rep today via phone and the information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a subcutaneous suturing procedure on (B)(6) 2023 and suture was used. During the procedure it was found that the needle type was found to be cutting needle when sewing in surgery , but actually it should be a taper needle. Sharp slopes on the needle tip cause damage to surrounding tissues, resulting in excessive oozing . Changed another one to complete surgery.. No adverse patient consequences were reported. Additional information was requested.